Event description:
The customer reported that the system displayed grayed out images when inverting the c-arm ninety degrees. The milli-amps and kilo-volts were tracking to the maximum. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera connections were reseated. The system was tested and found to be working as intended and put back into service.